Event description:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaints database search was not possible as the lot codes required were not provided. Provided primary operative notes indicate the patient had a left tkr on (B)(6) 1993. Requested additional information was not received. The patient is a (B)(6) year old female born (B)(6) 1916. No further demographics made available. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Procedure: revision left knee. Original surgery was performed on (B)(6) 1993. Revision surgery was performed on (B)(6) 2014. Surgeon replaced meniscal bearing and resurfaced patella.